Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd stated that she has a cassette that the tubing pulled out of the cassette while she was wearing it two weeks ago and an infusion site that the plastic disc came off of the adhesive. She doesn't remember exactly when the infusion site broke, but the cassette broke on (B)(6) 2026. She has both items on hand for return, and she is requesting replacement since they had to be replaced early. There was no patient injury.